Event description:
Customer reports testing 173mg/dl and having slurred speech. She states that within 5 minutes the paramedics arrived and transported her to the hospital where she tested 53mg/dl. She was given a glucose IV at the hospital. No quality controls were used. Requested return of suspect device and replacement was sent.